Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Immediately after implantation, swelling began. Antibiotic treatment helped temporarily.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device through the skin. Reportedly the recipient suffered from a haematoma at the implant site one month after implantation surgery. A revision surgery for wound cleaning was performed however did not help. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further in situ measurements show one channel with hi status due to undetermined reasons. The explanted device has not been received for investigation yet.

Event description:
Immediately after implantation, swelling began. Antibiotic treatment helped temporarily. The user was explanted.